Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause of foreign material remaining in the device could not be determined. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: the light guide lens was cracked, the flexibility adjustment ring was damaged, the grip was shaved, the air/water cylinder had no color, the suction cylinder had no color, the switch #1, the objective lens, the light guide lens and the connecting tube all had scratches. The plug unit was damaged, the scope connector case unit had a dent and due to wear of the angle wire, the play of the up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the colonovideoscope had an air insufflation issue and the flushing channel was likely clogged due to incorrect preparation. There were no reports of patient harm. During device evaluation at olympus, it was found the nozzle had foreign material resembling black rubber mixed with plastic fibers from a brush, the scope connector cover had foreign material and a whitish foreign material was found inside the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.